Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time. The customer stated that the insulin was not going into his body. The customer was treated with manual injection to bring down his blood glucose level. The customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.